Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2013. The patient claimed that the cgm was 30 to 100 points off and reported the following discrepancy at the time of the incident: cgm was reading at 147 mg/dl and blood glucose meter was reading at 38 mg/dl; as result, the patient needed his father to bring some sprite to drink in order to treat his hypoglycemia. At the time of the call to dexcom technical support the patient reported that he was doing well.